Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 9nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the battery of a v60 ventilator would not pass the internal battery test during performance verification testing (pvt). The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 13jan2019. The customer replaced the battery to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.